Event description:
Complainant alleged that during the medics monitoring of a pt (age and gender unk), the device shut down during transport. The medics then shook the device, and it came back on, but the device displayed a "status 56" message. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.